Event description:
It was reported that during a laparoscopic hernia repair, the device could not go through the initial test to activate even after replacing the hand piece. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the analysis results found that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The device was tested on a generator and gave an error code 5. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The reported complaint was an incomplete pre-run test. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error.